Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 30, 2020 that a hot axios stent was implanted in a transgastric position to treat encapsulated walled-off necrosis (won) with 90% fluid content in the tail of the pancreas during a hot axios stent placement procedure performed on (B)(6) 2019. Reportedly, the patient had an acute pancreatitis; the etiology of the pancreatitis was alcoholic. According to the complainant, on (B)(6) 2019, the patient was hospitalized and presented symptoms of abdominal pain and abdominal distention. On (B)(6) 2019, the hot axios stent was implanted and drainage was successful with no adverse events reported. On (B)(6) 2019, final stent inspection was performed before stent removal and a maximum of 17 mm pancreatic cyst was confirmed through computerized tomography (CT) scan. On (B)(6) 2019, a scheduled per protocol stent removal was performed and during the procedure, pancreatic cyst shrinkage was observed; however, the wall on the digestive tract side covered the stent which caused difficulty in removing the stent endoscopically. Reportedly, the stent was able to be removed using additional equipment and the procedure was completed. On (B)(6) 2019, a follow up check was performed and no adverse events have been observed in the patient. On (B)(6) 2019 the patient was discharged.